Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during cleaning, it was noted that the pneumatic switch connector on the back of the mdu was broken. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to have a bent chassis and a broken pneumatic switch. The housing is dented from obvious drop damage.